Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the printer was out of electrical specification and the left keyboard rail was broken.

Event description:
It was reported the programmer had a bad rf (radio-frequency) head connection, which required pushing it downward to make contact.in addition, the printer does not "seem to want to print." The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer had a bad rf (radio-frequency) head connection, which required pushing it downward to make contact. In addition, the printer does not "seem to want to print." The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).